Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 9 years 6 months post implant of ventralex st, patient was diagnosed with hernia recurrence and pain. The instructions-for-use supplied with the device list hernia recurrence and pain as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-may-2012) is considered to be a best estimate. This emdr represents the ventralex st (device #2). Additional supplemental emdr's were submitted to represent the ventralex st (device #1) and ventrio st (device #3). Note:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided by patient's attorney: on (B)(6) 2013 - patient was diagnosed with incisional hernia and umbilical hernia thereby underwent open repair with implant of ventralex st meshes (device #1 & device #2). Per operative notes, ¿the incisional hernia in the epigastric region identified, the hernia sac was amputated and a ventralex st mesh (device #1) was sewed in place. Then the umbilical hernia sac was pushed back into the preperitoneal space and a ventralex st mesh (device #2) was placed and sutured.¿ on (B)(6) 2014 - patient was diagnosed with hematoma. On (B)(6) 2015 - patient was diagnosed with recurrent epigastric hernia and pain thereby underwent open repair with explant of ventralex st mesh (device #1) and implant of ventrio st mesh (device #3). Per operative notes, ¿the hernia defect identified and the meshoma was carefully separated from the liver, abdominal wall and falciform ligament. The mesh (device #1) was slipped causing the recurrence so it was removed and a ventrio st mesh (device #3) was used to perform a sublay mesh repair.¿ on (B)(6) 2015 - patient had growing hematoma at the surgical site thereby underwent evacuation and no mesh was exposed. (B)(6) 2016 to (B)(6) 2022 - patient had epigastric pain and was prescribed with pain medications. (B)(6) 2023 - patient was diagnosed with recurrent ventral hernias and consulted to undergo a repair. Per consultation notes, ¿there appeared two pieces of mesh (device #2 & #3) in the abdominal wall. There are at least two epigastric defects, probably three, one just superior to the umbilical mesh and highest one is just inferior to the subxiphoid mesh.¿ attorney alleges that the patient had mesh migration, mesh shrinkage, nerve damage, pain, hernia recurrence, hematoma, adherence to liver and emotional injuries.